Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no external damage. Customer's reported issue was not duplicated during power occlusion test. The root cause of the reported issues was found to be due to the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Actions taken to mitigate the reported issue: performed preventive maintenance on the pump. UDI information is unknown.

Event description:
It was reported that syringe error event occurred. No patient injury reported.